Manufacturer narrative:
The main board connection for the alarm indicator on the bedside monitor has been fried. This was due to a possible power surge of electrical power. Customer was sent an exchange main board which fixed the issue. Per our process, the customer's defective main board has been sent back to the legal manufacturer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The main board connection for the alarm indicator on the bedside monitor has been fried. This was due to a possible power surge of electrical power.